Event description:
A physician was using a gel mark ultra biopsy site marker during a breast biopsy procedure with the mammotome biopsy device. The md was able to deploy the wire form in the pt's breast. When he removed the gel marker ultra applicator from the mammotome probe, he observed that the tip had been sheared off. Plastic pieces were found in the mammotome bowl. There were no pt adverse effects.